Manufacturer narrative:
A device history record review was completed for provided material number 307731 and lot number 2402136. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and the physical sample were returned for evaluation by our quality team. Through examination of the sample, burnt plastic was observed on the syringe. The burnt particles resulted from the injection molding machine. Due to the high working temperatures, different gases are produced inside the mold. During normal production, these gases are expelled through conduits outside of the mold cavity. In the expulsion is not done correctly, some gases may remain inside the mold cavity and product the burnt syringe pieces. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 5ml ls emerald had foreign matter. The following information was provided by the initial reporter: customer found a "soiled", sterile packed 5cc syringe in our equipment carts today. It looks like some kind of mold. The syringe was still completely closed and upon opening it was noticed by our nurse before it was placed on the sterile field. When opening the packaging of the syringe, the syringe seemed to be carrying some mold. Picture attached discovered by the nurse before use. When did the incident occur? = before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.